Event description:
During assessment, treatment and transport of a pt with lightheadedness/near syncope this cardiac monitor was applied to the pt. After a few minutes of continuous use the monitor began reporting several fault messages. These included "ECG fault 4", ecu crc fault", and "spo2 comm error". After the messages were received the monitor would arbitrarily turn off and flash. The crew could not effectively rule out a cardiac event due to the malfunction of the monitor and had to divert to a closer hospital against the wishes of the pt. The monitor was pulled out of service and is being sent for eval/repair.